Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Customer patient sample was returned to ocd for further investigation. Although anti-kell was not identified in return, anti-kpa was identified. Customer letter to be provided. (B)(4).

Event description:
The customer reported false negative reaction with 0.8% surgiscreen lot# vss616 with a patient sample they claim to have history of anti-kell. Testing was performed using anti-igg card by manual method. Customer reported vss616 cells 1 and 2 were negative when the customer was expecting positive results (kell positive cells). Because of patient history of anti-kell, testing was repeated using tube method and an alternative lot of screening cells. Customer claims they saw a 2+ positive with kell positive cells of the alternative lot. The patient was transfused with kell antigen negative units with no adverse reactions reported. Ocd recommended that the customer repeat testing with increased incubation. Customer claims that even with increase incubation they still see negative reactions. Customer returned sample for ocd evaluation. On (B)(6) 2014, customer medical director contacted ocd for an explanation of the possible causes of the false negative reaction. Cts attempted to provide the customer with possible causes, cts referred the customer to the IFU limitation that reads, "for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive." Cts made an attempt to discuss the possibility of an igm anti-k and other factors. It was also indicated that the investigation was still ongoing at that time. On (B)(4) 2014, cts contacted lab director and discussed reasons for possible failure to react with one lot of cells versus another. Customer requested follow-up via a customer letter. Customer did indicate that daily qc testing was acceptable. Customer called back stating patient testing was repeated on (B)(6) 2014 and again they saw positive reaction with the alternate lot of screening cells and negative with 0.8% surgiscreen lot # vss616.